Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to 2 dislodgements after helix extension and the electrical readings were low. A new passive lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to 2 dislodgements after helix extension and the electrical readings were low. A new passive lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to 2 dislodgements after helix extension and the electrical readings were low. A new passive lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction fields: h6: medical device problem code: added a missing code.